Event description:
Baclofen pump withdrawal symptoms -the symptoms include spasticity, itching, a tingling sensation, shaking legs when standing up, leg spasms, and an increased frequency of urination. These symptoms start at night and can last 12 hours to 2-3 days. The severity of the symptoms vary, with some nights being worse than others. One night I experienced leg spasms every few minutes, which prevented me from getting any sleep, whereas last night, the symptoms were milder, with only slight leg shaking when standing up, itching, and an increased frequency of urination. On a really rough night, I decided to take some baclofen pills to help ease my discomfort. It didn't seem to have any effect. I did some research, and I found that these symptoms are general baclofen pump withdrawal symptoms listed on the medtronic website, so they are not specific to my neurological disorder.